Manufacturer narrative:
This report is currently being investigated. As additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated a 540 ventilator is experiencing intermittent alarms. The patient's caregivers reported the ventilator would alarm and subsequently stop ventilating. The caregivers also stated once the ventilator has charged for an hour the ventilator becomes operable. The date of the event is unknown.